Event description:
A certain portable oxygen regulator manufactured by meret, the model bruut, does not function properly. As a paramedic, there have been 3 of these regulators that have each functioned improperly in the same way. In the ordinary use of turning the dial to set the lpm to administer the proper concentration, the lpm delivered is actually much higher than indicated on a dial. For example, the lpm was set at 2 lpm. But, the patient being familiar with receiving 2 lpm via nasal cannula stated that much more was being delivered and that it was uncomfortable. The sound of the gas being delivered was also much louder than a lower concentration of oxygen normally sounds, and the psi in the cylinder was decreasing much faster. It seems that the liter flow dial does not proper control the lpm being administered. The patients would remove the nasal cannula and have no oxygen administered because the high flow of oxygen entering the nares was uncomfortable. Portable oxygen regulator, meret bruut, model: emsreg8725. An example serial number (B)(4). Three of these same devices failed prior to the date the problem occurred. None of these three examples were visibly damaged. And, each was being used in the ordinary manner.